Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis team. In the system logs, no faults could be identified that would be consistent with the reported failure. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a known good system and functioned as expected. Multiple instrument tools were installed and exercised but the issue could not be reproduced. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the usm found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the scissors were not opening or closing at certain parts of the procedure. There were no related errors found in the logs. This is an ongoing issue on multiple different cases but always with arm 4. The procedure was completed with no reported injury.